Event description:
Two endeavor sprint rapid exchanges (rx) drug eluting stents were implanted in the 1st obtuse marginal. It is reported that approximately 18 months post index procedure, the patient suffered a spontaneous gastrointestinal (gi) bleed. The patient recovered with treatment and the investigator has indicated that the event was not related to the study device. The following week, it is reported the patient suffered a myocardial infraction, catheterization revealed total occlusion of the target vessel. The investigator has indicated the event was definitely related to the study device.

Manufacturer narrative:
(B)(4). Results: hemorrhage, occlusion, myocardial infarction.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (stent thrombosis).

Event description:
Clinical events committee (cec) adjudicated that the patient suffered a late stent thrombosis on the same day as previously reported mi. No intervention was performed and medical intervention was recommended. The patient was discharged home.

Event description:
Additional information stated that the gi bleed event previously reported was probably related to the study drug.